Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the stimulator is not working. They tried to increase stimulation about three days ago, but it would not allow them to adjust it. It was stated that for the past couple of weeks they had been urinating a lot more, every hour on the hour. It was also reported that it felt like something was kicking their bladder, but they were not pregnant, and every once in a while, felt ¿like shock down there¿ for the past couple of weeks. Troubleshooting found that stimulation was off, and it was set on program 2 at 1.8 volts. It was reviewed that therapy needed to be on to be effective. Stimulation was decreased to 1.0 volts, turned back on, and increased to 1.2 volts where the patient felt stimulation. It was recommended that they give it a few days and call back for help adjusting it if they were still having symptoms. No further patient complications are anticipated or expected as a result of this event.